Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement. There were no adverse patient effects reported. Additional information was received that the device was checked and impedance measurements were normal. The patient reported going through a (B)(6) anti theft device around the time of the reading. Boston scientific technical services (ts) has heard of theft devices interfering with the device. The physician has decided to monitor the patient and will check the device again in a few weeks. The patient feels fine and has no symptoms.

Manufacturer narrative:
--

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that this device was explanted for an unrelated product performance issue. The device has been returned for analysis. There were no adverse patient effects reported.